Manufacturer narrative:
Device investigation details: a picture of the complaint device was provided by the customer to aid in the investigation. The picture received was evaluated following biosense webster's procedures. According to pictures provided by the customer, it looks like the pouch of the catheter was cut off with a sharp object, however, this cannot be conclusively determined. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Note: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (B)(4).

Event description:
It was reported that a patient underwent a atrial flutter right (r-afl) with two (2) thermocool® smart touch® sf bi-directional navigation catheters which had sterility compromised when it was found that the sterilized plastic cover/packaging was opened. It was reported that when the box of the catheter was opened the team noticed that the sterilized plastic cover was opened. Another catheter was opened, and it was again noticed that the plastic cover was cut and opened. The procedure was delayed 5 minutes. Another catheter was used and the procedure was successfully completed. There was no patient consequences.